Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that in the evening on (B)(6) 2026, the patient experienced a severe hypoglycemic event with a seizure. A fingerstick reading showed their blood glucose level was 30 mg/dl (1.7 mmol/l) while wearing the pod on their leg for between 49 and 71 hours. The patient¿s mother administered oral glucose without effect, then used a glucagon emergency injection. An ambulance was called and upon arrival, emergency medical services provided an oral glucose solution. The patient was transported to the hospital shortly after midnight and remained hospitalized until (B)(6) 2026. The pod in use had been applied the morning of (B)(6) and remained on; blood glucose levels were very high during the day, and the system ran in manual mode until about 20:00, when it was switched to automated mode before sleep. At roughly 23:30 the glucose began dropping and the hypoglycemic event occurred near midnight. No specific device error codes or alarms beyond low-glucose alerts were reported. While hospitalized, the patient was stabilized with glucose administration and was under observation until their discharge on (B)(6) 2026.